Event description:
It was reported that the facility received boxes of product for a trial and upon using the product they would pop open. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 7/9/2025. D4 batch #a97h1e. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 5dcs device was returned with no damage in the external components. The instrument was mechanically tested in order to evaluate the reported incident and during the analysis, it was noted that the tip of the jaws was misalignment causing the difficulty to close and open the trigger. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch a97h1e number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by "the product would pop open"? Was there any damage to the device? Was there any damage to the jaw? Was there any damage to the handle? If other, please specify.

Manufacturer narrative:
(B)(4). Date sent: 12/29/2025. D4: batch # a97h1e. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 5dcs device was returned with no damage in the external components. The instrument was mechanically tested in order to evaluate the reported incident and during the analysis, it was noted that the tip of the jaws was misalignment causing the difficulty to close and open the trigger. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The reported complaint was confirmed. Device history review a manufacturing record evaluation was performed for the finished device batch a97h1e number, and no non-conformances were identified.